Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. There are no other complaints in the lot. Additional information was requested. (B)(4).

Event description:
A facility representative reported that after an intraocular lens (iol) was implanted the patient had an unexpected hyperopic outcome. The lens was exchanged for another lens approximately three weeks after initial lens implantation. The final lens was of different cylinder power and half of a diopter stronger. Additional information was requested.